Event description:
The customer states that unexpected high result was generated for a pt sample tested using the architect afp assay that when repeated, a lower result was obtained. No impact to pt mgmt was reported. Pt results: initial result 192.29 ng/ml, repeat result 3.39 ng/ml.

Manufacturer narrative:
Investigation summary: the customer states that discrepant afp results were generated using the architect afp assay. The instrument was evaluated by a field svc rep and the trigger/pre-trigger valve function was observed. The trigger drain valve was not functioning correctly. The manifold valve was replaced and the valve test passed. Trending: a review of complaints was performed for the time period of 1/1/2008 through 4/1/2008. No trends related to afp results were found. Labeling: the event is addressed in the abbott architect sys operations manual (with c16000) section 10-555 (pn 201837-102) october, 2006 troubleshooting and diagnostics section 10 sample results observed problems (I sys) erratic assay results (I sys). This problem may be observed on an architect I sys. Probable cause; syringe assemblies or valves are leaking. Corrective action; check for salt crystals and/or liquid around all syringes or valves. Contact your area customer support if crystals or liquid are observed. Conclusion: actual device involved in incident was evaluated. Analysis of labeling was performed. A component/subassembly failure (valve) on the device was found to be malfunctioning contributing to the event. The manifold valve was replaced and the valve test passed resolving the issue. There was no impact to pt mgmt reported due to this event. This is the final report.